Event description:
It was reported that 1 pen ndl 31ga 5mm needle was unable or difficult to prime. The following information was provided by the initial reporter :   it was reported by the consumer the insulin would not flow during priming.   The consumer reported that no insulin flows when priming.. Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 31ga 5mm needle was unable or difficult to prime. The following information was provided by the initial reporter:   it was reported by the consumer the insulin would not flow during priming.   The consumer reported that no insulin flows when priming. Date of event: (B)(6) 2021. Samples: yes.